Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This report is being filed to correct the manufacturer information in sections d3 and g1.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the during the interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) showed 14 percent battery life remaining. However 23 months earlier it had indicated 21 percent remaining. Boston scientific technical services (ts) suggested sending in a disk of the device's memory. To date no disk has been received and the s-ICD remains in service with no adverse patient effects reported.